Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nosebleed and sore throat. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on aug 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, nose bleeds and nasal, throat irritation or soreness.that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During both external and internal inspections, the manufacturer observed various forms of contamination. At the air inlet of the blower box, there was an unknown brown and black dust-like substance that did not match the characteristics of degraded sound abatement foam. Light dust-like contamination was noted on top of the blower motor and its seal, along with an unknown orange substance on the blower motor seal itself. Black contamination, consistent with keratin, was found at the air outlet of the blower box. Additionally, tiny, unknown black specks inconsistent with degraded foam were observed on the bottom of the blower box lid. The bottom enclosure showed both unknown orange and black particles, as well as an unknown orange substance. On the blower box, there was also unknown white and black dust-like contamination. The front panel had black dust-like contamination, and the rear panel showed unknown black dust-like contamination and potential hair or fiber, all inconsistent with degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and manufacturer was unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.